Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump's display was blank. The customer reported replacing the battery, but the display would not return. The customer confirmed being at the beach earlier in the day of the call, but reported that the device did not get wet. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for twenty four hours with multiple basal rates, no blank display or display anomaly noted. No damage inside the insulin pump noted. All operating currents are within the specification, no unexpected low battery and battery out of limit or off no power alarm noted. The insulin pump passed a21 test. No unexpected restart noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.